Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 458 mg/dl at the time of the incident. Customer stated she was without the insulin pump use for hours which caused her blood glucose to go up, declined troubleshoot. Customer using long acting insulin with the short acting insulin to treat for high blood glucose. Troubleshooting was performed on the insulin pump, alarms has been cleared. The customer was advised to try (B)(6) alkaline batteries for longer performance. The customer advised to call back if issues reoccurs. The insulin pump will not be returned for analysis.